Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that this patient was admitted hypotensive to the hospital after 48hrs of rectal bleeding. The patient was treated with nine units of prbcs as well as underwent multiple diagnostic testing to evaluate the source of bleeding. It was reported that the patient then developed rv dysfunction in the setting of fluid volume overload requiring IV inotropic support and diuresis. The patient was discharged on hospice care with resolved symptoms. The device was not returned to the manufacturer for analysis as it remains implanted. Gastrointestinal bleeding and right ventricular failure have been identified as known potential risks associated with use of all vads as outlined in the instructions for use (IFU). Although these events are likely related to the device support and required anticoagulant therapy, there is no evidence to suggest a relationship to any device performance or manufacturing issues. Known contributing factors to gi bleeding include individual patient comorbidities and pharmacological factors. The IFU addresses guidelines for optimal patient management, including therapeutic anticoagulation guidelines. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from the united states on (B)(6) 2014 that a patient was admitted to the hospital with hypotension and bright red blood per rectum over the past 48 hours. The patient's international normalized ratio (inr) was 3.3 with hemoglobin and hematocrit (h/h) being 5.1g/dl and 16% on (B)(6) 2014. The patient was prescribed 81mg of aspirin daily. A member of the medical team held all anticoagulation medication upon admission. The patient was transfused four units packed red blood cells (prbc) on (B)(6) 2014 and started on intravenous (IV) pantoprazole. The patient was transfused an additional unit of prbc on (B)(6) 2014 at which time a member of the gastrointestinal (gi) team was consulted. An esophagogastroduodenoscopy (egd) and colonoscopy was performed on (B)(6) 2014 which revealed a small quantity of dark blood found in the stomach likely due to congestive gastropathy as well as multiple small polyps and internal hemorrhoids. The patient continued to receive an additional five units of prbc between the dates of (B)(6) 2014. The patient experienced two melenic events on (B)(6) 2014 and a repeat egd was performed on (B)(6) 2014 which showed erythematous mucus in the antrum, evidence of fresh blood in the distal duodenum and proximal jejunum. A non-bleeding arteriovenous malformation (avm) was seen and treated with bipolar cautery during the egd. A capsule endoscopy was performed on (B)(6) 2014 which showed no abnormalities. Additionally, on (B)(6) 2014, the patient developed fluid volume overload with abdominal distention and lower extremity edema. It was reported that the patient was started on an IV inotrope and aggressively diuresed using IV medications between the dates of (B)(6) 2014. It was reported on (B)(6) 2014 that the patient's volume status was improved but the patient remained on IV inotrope medication when discharged on hospice care. The pump remains implanted in the patient and will not be returned to the manufacturer for analysis.